Event description:
The complaint for this machine noted that fluid bags on replacement-, dialysate-, and pbp scales almost went so empty that air was infusing to the set, and no empty bag alarm came on. Scale calibration was performed by the gts technician and/or the trained user facility technician. Also the gts technician tested the machine and verified that the tare was selected, as well as during the test run. He verified that the machine gave an empty bag alarm when about 200gr remained in the bag. Everything appeared okay.

Manufacturer narrative:
The event was observed during treatment. No pt injury or medical intervention was required. The scales were calibrated and the machine was checked out by a gts technician after the event and everything was found to be okay. The MFR will conduct further investigation of this incident. A follow up report will be provided on conclusion of the investigation.